Event description:
End user alleges while operating the motorized wheelchair with a loose object hanging from the joystick and without the use of a seat belt, the unit struck a wall. Allegedly, as a result of the incident the end user injured her toes.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported while operating the motorized wheelchair with a loose object hanging from the joystick and without the use of a seat belt, the unit struck a wall and injured her toes. The owner's manual warns, "do not wear loose clothing or jewelry". For example, a loose bathrobe sleeve or bracelet can accidentally get caught in wheels or catch and move the joystick causing the power wheelchair to move unexpectedly", and, "always use the seat belt".